Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient via a company representative who reported that the patient no longer wanted the pump. The patient gave no details to the company representative at the time of the report and it was noted that the healthcare provider would have no further information. Per the company representative, there were no reported environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics and/or troubleshooting was reported to have been performed. The pump was explanted and the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an implantable infusion pump for peripheral neuropathy and spinal pain. It was reported that the patient had not been using the bolus machine (personal therapy manager (ptm) programmer) very long and they just started using it within the past month or two. The patient stated that they didn't originally start with the ptm and the doctor had set the pump up for boluses to give automatically in the beginning however, that started to cause the patient to be over medicated. The patient stated she started having issues with medication and had to switch medication and at that point the healthcare professional (hcp) had let the patient control her boluses with the ptm on her own to avoid overmedicating. On (B)(6) the patient was having issues with medication. The patient was started on dilaudid however this caused her to have tingling feet, sense of smell heightened, and constipation occurred. The patient stated she was very sensitive to medications. The patient stated she had to buy fragrance free detergent, and this was all end of (B)(6) 2017. The patient stated it took until (B)(6) 2017 to realize what it was and into (B)(6) 2017 to go see the hcp to discuss this. As troubleshooting, the ptm and buttons were talked about and the patient was more comfortable with the ptm afterwards. The issues had since resolved and no further complications were expected or a nticipated.